Manufacturer narrative:
Explant date reported to be as (B)(6) 2015. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on (B)(6) 2014, surgery for vertebral canal stenosis of l5/s took place by means of pps-tlif with fix+t-pal. The primary surgery had been successful, but the back-out of the cage implant reportedly occurred post-operatively in a week. Due to ensuing undue stress on the spinal canal, the surgeon decided to perform a revision for the patient on (B)(6) 2015. This is report 1 of 1 for (B)(4).